Event description:
Medtronic cervical spine plate and screws placed surgically (B)(6) 2016 with intraoperative images showing proper alignment/placement. X-rays on (B)(6) 2016 showed the plate had broken. Patient was returned to surgery (B)(6) 2016.